Event description:
It was reported that the device was overheating in the entire metallic body. No patient injuries were reported.

Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of overheating was confirmed. Product failed functional testing with blade stall error and overheating. Cause of blade stall error is a defective motor. The complaint was confirmed and the root cause has been determined to be corrosion of the motor. A blade stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to motor corrosion include cleaning and sterilization methods and the chemicals involved. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. N5, d10 & h3 updated.

Event description:
It was reported that during an arthroscopy the device was overheating in the entire metallic body. The procedure was completed with a backup device with no significant delay or patient injury reported.